Event description:
Pt was revised due to pain and loss of range of motion. Poly wear was indicated intraoperatively.

Manufacturer narrative:
Eval of the returned products confirms the reported wear. The investigation could not determine the root cause of the reported pain or loss of range of motion, but it would not be unreasonable to expect some wear after 13 years of implantation. The investigation did not identify the need for corrective action. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.